Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she was currently in the hospital for high blood glucose. Her blood glucose at the time of incident was 430 mg/dl, and she experienced nausea, vomiting, and headache as a result of the hyperglycemia. After her hospital admission she discovered that her infusion set cannula was bent. She was treated with a manual insulin injection, nausea medication, and an IV drip. Her blood glucose decreased to 121 mg/dl. Troubleshooting was initiated to inspect the pump. No apparent anomalies were found with the insulin pump. Upon review of the alarm history there was a no power alarm two weeks prior to the hospitalization, and a no delivery alarm a few days before the hospitalization. The timing of the latter alarm coincides with beginning of the high blood glucose event with the bent cannula. No further troubleshooting occurred, and no products were shipped or returned.